Manufacturer narrative:
Additional information was received, reporting implant date (B)(6) 2021. However according to patient implant card, date of implant was (B)(6) 2020 for serial number (B)(6). Patient implant card for the reported replacement lens serial number (B)(6)was implanted on (B)(6) 2021. At explant, there was no vitrectomy. The lens cut out and a new lens was implanted. The affected eye is the right eye. And the patient has history of myopic lasik in both eyes (ou). Pre-op refraction +0.75 -1.00 x110. Post-op refraction was (B)(6) weeks out: -0.62 -1.25 x160 with repeated topos a-scan. The surgeon decided not to use toric iol, but a zxr00 2/4/2021 post-op refraction +0.25 -0.50 x160. Corrected data: the following fields initially reported as unknown. Have been updated, based on the additional information. Section b7: other relevant history, including preexisting medical conditions: myopic lasik ou. Section d6a: if implanted; give date? (B)(6) 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in the initial medwatch 9614546-2021-07068, code 4582 - no clinical signs, symptoms or conditions was inadvertently populated under section h6. Therefore, the correct code 2138 - unexpected post-op refraction has been applied accordingly. No further information will be submitted under the initial medwatch 9614546-2021-07068.

Manufacturer narrative:
Section d9: device available for evaluation: yes; returned to manufacturer on 3/25/2021; section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed, viscoelastic residue on the optic body and haptics. And that the lens was received cut in half. Which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. No nc/ER was found as part of this manufacturing records review. Historical data analysis: the search revealed, that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency. And the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Phone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 intraocular lens was explanted. The patient refracted -0.62 -1.25 x160. The procedure was completed successfully using a different model, zxr00 20.0 diopter lens. No other information was provided.